Event description:
Additional information received reported that patient developed infection a year after pump implant. Patient had holes a size of penny where the incision site was and the patient could see the pump and catheter.

Event description:
It was reported that the pump was replaced due to an infection. Per reporter it was the implanting physician's "fault" (specific reason not provided), hence "an exception was made to have a fourth pump implanted in the patient." The pump was infusing dilaudid.

Manufacturer narrative:
Catheter model: 8731sc, serial # (B)(4), implanted: (B)(6) 2008, explanted: unknown. (B)(4).

Manufacturer narrative:
(B)(4).